Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use. For a diagnostic endoscopy procedure. The video system center¿s led of the front panel was continuously blinking. And the switches were not working. The procedure to be performed was cancelled. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, the device was not booting up, and liquid seepage marks found on the circuit board were found during the device evaluation. Based on the results of the investigation, the cause of the suggested events, such as the light-emitting diode on the front panel continuously blinking, switches that were not working, and the device not booting up, was likely due to the failure of the printed circuit board; however, a definitive root cause could not be identified and the cause of the liquid marks on the circuit board could not be specified. Olympus will continue to monitor field performance for this device.